Manufacturer narrative:
D1. Brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation and insufficient clinical details were provided.

Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. Additional information was provided of the explant date which is different then what was on the initial report. D6b has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery 37-year-old male patient in postcardiotomy cardiogenic shock (pccs), presenting in scai stage e. The patient was also on impella rp flex support. During support on impella 5.5, the patient was noted to be agitated and moving, with premature ventricular contractions (pvcs) occurring while the impella inlet was positioned approximately 5.0 cm below the aortic valve and facing the lateral wall. Sedation was increased and the p level decreased to p7, after which pvcs resolved without requiring device repositioning. The event was attributed to impella positioning¿related myocardial irritation in the context of underlying electrophysiologic vulnerability; however, no device malfunction was identified. The patient also had significant bleeding and severe right ventricular dysfunction which were observed shortly after implantation, with persistent coagulopathy requiring multiple transfusions. The surgical team reported that these findings were consistent with pre existing perioperative instability, high vasopressor requirements, and expected coagulopathic effects of re heparinization needed for both impella 5.5 and rp flex support. All access sites remained stable, with no hematoma, no active bleeding, and intact distal perfusion. The device remained in use throughout both events, and no product return or replacement was requested. Based on the available information, the arrhythmia episode appears clinically associated with transient pump¿myocardial interaction due to patient movement rather than a device malfunction, and the major bleeding is more consistent with the patient¿s severe postoperative condition and perioperative coagulopathy.